Manufacturer narrative:
This product is not marketed in the us. (B)(4). Lens work order search: one similar complaint type was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced excessive vault, significant reduction of irido-corneal angles, pigment dispersion, unreactive pupil (fixed), galre/haloes, and iris atrophy. On (B)(6) 2017 the lens was exchanged for a shorter lens. On (B)(6) 2017, the patient last visit date, the surgeon commented that the problem was resolved, but the patient still has mydriasis intermediate, iris atrophy, and mild photophobia. At the date of MDR submission, the lens has not been returned. Attempts to contact to the customer have been on-going.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in the lens container. Visual inspection found haptic bent. (B)(4).